Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the cmos checksum error. Upon functional testing, the fse confirmed that the cmos battery was defective. To resolve the issue, the fse replaced the cmos battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a cmos checksum error, which can impact booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.